Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2016 and (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the liner was found to have signs of impingement posterior and superiorly. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation. Update received (B)(6) 2016. Clinical report states that patient was revised to address a dislocation.